Event description:
It was reported that shaft break occurred. After unpacking of a 3.0mm x 8mm, quantum maverick balloon catheter, it was noted that the catheter was broken into two pieces. A new catheter was replaced, and the procedure was completed. No patient complications were reported.